Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate an audible tone despite volume settings being set to "high". Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.